Manufacturer narrative:
Additional information: b2, b5, b6, b7, d10, h6 and h10. B5: upon follow up it was reported the it was reported the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. The peritonitis was manifested by abdominal pain. One day prior to the peritonitis diagnosis, the patient was hospitalized due to abdominal pain. On an unknown date, the patient was discharged. On an unknown date, the patient was readmitted to the hospital due to abdominal pain. On an unknown date, the patient was treated with vancomycin injection (1gm, every fifth day, route and duration were not reported) and fortum injection (1gm per day, route and duration were not reported) for the event. Antibiotic treatment was ongoing. The patient was recovering from the peritonitis event. It was reported the patient was retrained on the proper aseptic technique. H10: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was hospitalized for the event. The patient was not treated with any medication for the event. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.